Manufacturer narrative:
(B)(4) the clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and there was a vertical gas breakthrough in right eye. Patient was converted to photorefractive keratectomy (prk) on the same day. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints and wanted to proceed with the prk. Patient reported symptoms are not interfering with daily activities. It was reported that patient presented 1 day post treatment with diffuse lamellar keratitis (dlk) stage 2-3 with inflammation in right eye and staph marginal keratitis in left eye. Patient was given oral steroids and the topical steroid dosage was increased. Notes from surgeon say that on (B)(6) 2016 it was noted patient have loose epithelium. Unsure if it contributed to the vertical gas breakthrough. This report is for the vertical gas breakthrough that required photorefractive keratectomy. A separate report will be submitted for the dlk that required increased in steroid treatment.